Manufacturer narrative:
Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted / explanted. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 03.607.017, lot# 1797171. Manufacturing location: (B)(4), manufacturing date: jan 22, 2008. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2017, patient underwent revision surgery to remove nail after the pelvis fracture surgery. The surgeon tried to remove a uss ii (universal spinal system) polyaxial screw which had been inserted in the ileum. However, bone had already been formed around the screw. Therefore, he could not turn the reported screwdriver handle. When he put stress to the screwdriver, it broke and bent. There is no information available about patient outcome. The screw was removed, and the procedure completed successfully. No fragments were left in the patient¿s body. The surgery was delayed for ninety (90) minutes. Patient outcome was not reported. Upon receipt of the device to the manufacturer, it was noted that the screwdriver shaft was also broken. Concomitant device: uss ii polyaxial screw (part# unknown, lot# unknown, quantity 1). Unk nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) screwdriver shaft. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). A manufacturing evaluation was completed: the device was received in a used condition. The tip of the screwdriver is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation the hardness of screwdriver was measured on the shaft diameter. The result was within specification as defined on the product drawing. Further the outside diameter close to the breakage was measured and was within specification. The size of the bihex was not tested. For an accurate result is the broken off tip to short and the remaining bihex on the shaft is twisted. Overall it can be determined the screwdriver was produced within specifications. The type of breakage was caused by mechanical overload. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.